Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump stayed blank after inserting a new battery. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for power loss alarms and low battery confirmed in the long trace. Detailed trace analysis confirmed the low battery and power loss alarm. Power loss after low battery alarms; the power loss was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed the root cause is the non-sleep anomaly software error. However, the insulin powered up properly after battery installation and no blank display anomalies were noted. The operating currents are within specifications and passed self test and displacement test. The insulin pump was received with minor scratched lcd window, case and keypad overlay.